Manufacturer narrative:
The incident device was received for investigation. The device was evaluated and the reported condition was observed.

Manufacturer narrative:
The device history records were reviewed and indicated that the product was released accomplishing all quality standards. There were no samples returned for investigation, but a video was provided. The video was evaluated, and the reported condition was observed. The affected component is produced by an external supplier; our assembly process consists only of a pick and place operation for this material. A supplier corrective action request has been sent to the supplier to further investigate and address the reported condition. All information received will be used for tracking and trending purposes.

Event description:
The customer reported the low level gastrostomy button was in for less than a month when it suddenly fell out. Per additional information received the button was inserted on (B)(6) 2024 and fell out on (B)(6) 2024. There was no patient injury.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.